Manufacturer narrative:
There was no button response due to corroded keypad traces. There was no button error alarms noted.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 442mg/dl. The customer states they treated the high with lantis and manual injection. The customer states the buttons began to stick. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.